Event description:
Patient seen at outpatient infusion center (B)(6) to receive bevacizumab infusion. Rn starting infusion on patient noticed leaking from the infusion set where the flexible tubing attaches to the endcap just prior to the texium connector. Rn returned to pharmacy for new set up prior to beginning infusion. Infusion set bd 10013361t; lot # 16126804. Actual tubing set was discarded due to leaking contents but lot # noted. This is same location of defect on the same infusion set reported by (B)(6) reported separately.